Event description:
It was reported by the sales rep, the customer has been having repeated low or no vacuum issues. No other pt involvement was reported. No pt consequence occurred.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received, visual and functional examination: the unit was found to require the vacuum vso to be replaced. The device was functionally tested, met all product requirements and returned to the customer.